Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv experienced 2 occurrences of leakage. The following information was provided by the initial reporter: had two chemo spills.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv experienced 2 occurrences of leakage. The following information was provided by the initial reporter: had two chemo spills.

Manufacturer narrative:
H6: investigation summary two used infusion sets with filter were received and tested by our quality team. The filters seemed to be disintegrating upon receipt and when infused with saline, one filter leaked and the other was completely occluded- this verified the customer's complaint. The sets were then sent to the filter supplier for further investigation. An excerpt from their investigation/ findings- "the filters failed both the bubble point and flow rate tests performed by sls (scientific and laboratory services), most likely due to the presence of residue, which caused a partial blockage, indicating that the filter is working as intended because particles were only visible on the upstream side of the filter. And hence, the definitive root cause cannot be determined. The product passed all of the stringent quality controls, and no manufacturing issues with the product's integrity were discovered. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review for model 11532269 lot number 21106128 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.